Event description:
Medwatch report 5168044 received and reported the following: (B)(6) 2025, patient here for ercp (endoscopic retrograde cholangiopancreatography). Upon completing ercp, olympus single use distal cover maj-2315 was noted to be missing from scope. Physician was notified, team search the floor, patients bed, and the trash. No cover found. Physician performed egd (esophagogastroduodenoscopy). The patient's mouth, esophagus, stomach, and duodenum were searched but no cover found. Patient taken to recovery without further incident. Full disclosure provided to patient by physician. Patient's stool was monitored prior to discharge while in the hospital. No cap retrieved.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00131. Mw 5168044 is attached for reference. This report is related to the following patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.